Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt), chest pain and atrial fibrillation (af). The right atrial (ra) lead exhibited position lead failure and intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.